Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She activated the pod at 10:43am with a result of 19.2 mmol/l (346 mg/dl), and gave herself an 8u injection of insulin. She provided the following history: time: 11:54am, bt result, mmol/l: 15.1 (272 mg/dl): 1:33pm, 13.0 (234 mg/dl), bolus: 2.45u; 3:06pm, 13.2 (238 mg/dl), 1.15u; 5:16pm, 10.2 (184 mg/dl), carbohydrate: 14 grams. At 7:48pm, with a result of 19.9 mmol/l (358 mg/dl), she deactivated the pod and activated a new one. She stated that the cannula was bent to the right.